Event description:
Subsequent to the previous medwatch, abbott vascular medical monitors adjudicated the visual disturbance as: per ophthalmologist symptoms are not focal. CT repeatedly normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the follow-up medwatch report, additional information was received indicating the hypotension resolved on (B)(6), 2011, approximately one month post procedure.

Manufacturer narrative:
(B)(4). Physician name changed from dr. (B)(6). Hypotension and visual disturbances may occur during this type of procedure and as listed in the instructions for use, hypotension and visual disturbances are known observed and potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that post stenting procedure in the carotid artery, the patient experienced difficulty focusing his distant vision. Also, hypotension was reported as the patient's systolic blood pressure decreased from 165 to 90mm hg; his heart rate remained unchanged. A computed tomography of the head was performed with no acute intracranial process identified. There was no reported treatment. The patient's visual disturbance was reported as unchanged and continuing. The hypotension was reported as improved but continuing. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating the patient was discharged home one day post procedure.